Event description:
It was reported that a patient. Underwent a breast resection operation on (B)(6) 2013 and an absorbable hemostatic agent was used. After a few days following the procedure, pink granules were found in the drainage fluid. The surgeon found that the mesh was still not absorbed via x-ray and an incision and drainage was performed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.